Manufacturer narrative:
Initial reporter's phone extension: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom has been obtained and entered in this supplemental medwatch report.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the console device was working intermittently. There were no delays to the surgical procedure. A spare device was not available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.